Manufacturer narrative:
Device evaluation summary: visual inspection showed the device was broke into two pieces. The reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a planned off-pump coronary artery bypass graft (CABG) operation, an arteriotomy shunt snapped while situated in the patient's coronary artery, resulting in a piece of the shunt becoming lodged in the coronary. Upon removal, one side of the shunt was found to be missing. Multiple attempts were made to locate the missing shunt piece, and an unplanned on-pump procedure was required to remove the lodged fragment due to this event.

Manufacturer narrative:
Medtronic received additional information that the customer confirmed that all portions of the shunt were present prior to use. Two forceps were used to insert or remove the shunt, and the entire length of the shunt was involved during insertion and removal. No excessive force was applied during use. The surgeon has over five years of experience with this device, and it was not used for a different type of procedure. The product was inspected prior to use during the case. The patient has since recovered from the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.